Event description:
It was reported that the one day post implant the device exhibited an impedance anomaly and exit block was noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.